Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited unstable thresholds, intermittent loss of capture and dislodgement confirmed by chest x-ray which may have been impacted by the patient's severe tricuspid regurgitation which contributed to the positioning / placement difficulty experienced by the physician at implant. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.